Event description:
It was reported that there was a loose connection between the patient line of a homechoice automated pd set with cassette and the transfer set. This was identified during troubleshooting for an unrelated alarm. There was no patient injury or medical intervention reported. No additional information is available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported connection issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).